Manufacturer narrative:
Field h3 "no" entered in error. Corrections to g5 (PMA/510k). Additional information in g3, and h6 (method, results and conclusions). The product was not returned so no visual or functional examination could be performed. However, photos of the device were provided, allowing limited visual examination which confirmed the break / fracture of the device. The DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control.

Event description:
It was reported that during the procedure the spinetune tl handle broke into two parts. An alternate handle was used to complete the case. No patient impacts were reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Product was not returned to manufacturer, no examination can be performed. As reported : the handle was broken into two parts. The surgery delayed more than 30min as the handle is a necessary tool for the implant screw. The operation was completed by replacing the handle. There is no substantial damage to the patient. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records, the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is related to a wear from use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Spinetune tl: st9029r instrument broken. It was reported, during a spinetune surgery, the t-handle was broken into two parts, which caused certain impact on the operation. The operation was completed by replacing the straight ratchet handle. Surgery was delayed. As the handle is a necessary tool for the implant screw, it has caused difficulties for the implant screw. There is no substantial damage to the patient only increase the surgery¿s duration. According to the reporter there was a delay more than 30 min . No patient impact was reported.